Manufacturer narrative:
Four cases showed 8¿10 mm of repeated frames at pullback start. Oct review showed no friction issues, only repeated frames. Repeated frames at pullback initiation are expected when the lens does not move immediately. The complaint is confirmed.

Event description:
Nme complaint (B)(4). Stationary image in 4 patients for all the pullbacks- we could see the same position of the vessel maintained for 8-10 mm over the distal edge seen in 90-100 mm of the pullback.